Event description:
A surgeon reported that following a glaucoma shunt placement procedure, the shunt was noted to be in contact with the iris, but the intraocular pressure (iop) readings remained normal. At the three day postoperative f/u exam, a conjunctival aqueous humor leak was reported; however, the iop was noted to be within normal range at this visit and there was no reported treatment for the leak. In subsequent visits, the surgeon noted the shunt remained in contact with the iris, but the iop readings remained within normal range. Additional info was received which indicated at approximately six months postoperative, the pt presented with a sudden elevation in iop. The pt was hospitalized and a needling procedure was performed. The procedure was unsuccessful in lowering the iop. A trabeculectomy was performed one week later. The pt remained in the hosp for approximately one week following the trabeculectomy. At that time, the surgeon felt the pt had recovered. The glaucoma shunt remains implanted with the tip touching the iris. Additional info has been requested.

Manufacturer narrative:
Eval summary: no sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. Because a sample was not returned, the root cause cannot be determined. There have been no other complaints reported in the lot number. Additional info has been requested. (B)(4).